Event description:
In 2008, the sales representative reported that during a kit inspection the drive would not engage with the mating part. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Evaluation is pending upon the return of the product.